Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for change in stimulation. Troubleshooting confirmed disconnected electrodes. A revision procedure was completed to resolve the issue and restore therapy.

Manufacturer narrative:
Patient had two leads implanted; we cannot determine which led had the issue. The second lead info: model# - 102878, catalog# - 3008, lot # - 90150555877.